Manufacturer narrative:
(B)(4) this follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: infection. Event description: it was reported that a patient had a primary right hip surgery on (B)(6) 2018. The patient was then revised on (B)(6) 2018 due to infection. The infection is believed to have originated in an unknown location/unknown manner, which then led to hip. However, this cannot be confirmed. The head, dual mobility bearing, and liner were removed. A thorough washout was performed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Surgical technique is not reviewed as no surgical report was received to compare. The IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Sterilization certificate is reviewed and confirmed to be conforming to the specifications. Conclusion: patient underwent revision surgery due to infection after 7 months in-vivo time. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during operation, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. No medical reports were received to confirm the reported event. Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00004.

Manufacturer narrative:
Medical devices: bone screw self-tapping 6.5 mm dia. 35 mm length, catalog no# 00625006535; lot no# 63975878, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset catalog no# 00771101220; lot no# 63920457. G7 dual mobility liner 46mm g catalog no# 110024465; lot no# 653980. Act artic hd arcom xl 28x46mm catalog no# xl-200152; lot no# 034060. Therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to infection.